Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited low pacing impedance. Post procedure, the impedance rose to an acceptable level. No additional intervention was necessary. The patient was stable.